Event description:
Additional information from the patient indicated that the device removal has not been planned or scheduled. They stated that they were in thailand when the issue began. They stated that the cause was that the battery stopped working and could not be recharged. They needed a rechargeable battery. The patient stated that no action will be taken to resolved the issue. The ins remains implanted but not being used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported the implanted neurostimulator stopped working on the 2nd of october. Patient stated they were on vacation in asia and could not charge the device or anything and it did not work at all. Patient reported the device has not worked since then and they want it removed. Reviewed role of doctor with patient and advised patient to follow up with their doctor. The patient was redirected to their healthcare provider to further address the issue.